Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging her daughter's onetouch ping meter was displaying an "error 4" message with both a blood sample and control solution and same vial of test strips. Per the onetouch ping user guide this error message could be caused either by one of the following: you may have high glucose and have tested in an environment near the low end of the system's operating temperature range (43-111°f). There may be a problem with the test strip. For example, it may have been damaged or moved during testing. The sample was improperly applied. There may be a problem with the meter. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter claimed, the alleged issue began at approximately 1:20pm on the same day she contacted lfs for assistance. The patient reportedly manages her diabetes through insulin pump therapy. The reporter claimed that approximately 10 minutes prior to the alleged error 4 issue, the patient developed symptoms of "looking pale and did not feel well." The reporter denied that the patient received any form of medical treatment and confirmed she was able to use another back up meter (onetouch) to test her blood glucose. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The correct test strips were being used and were stored correctly and unexpired. The reporter was reportedly following the correct blood testing process. The issue was not resolved with troubleshooting. The patient reported that the same subject test strips were used with the patient's back up meter and they worked fine. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to an adverse event since the patient developed symptoms before the alleged issue began and the symptoms did not correlate with lfs's definition suggestive of a serious injury. The patient did not receive medical intervention and was able to use an alternative meter to test. However, this complaint is being reported because, the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up # 2 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter was tested and the primary complaint was not confirmed. However, a secondary issue was noted where the meter was found to have a defective processor u5. After u5 was replaced, the meter worked properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #1 (11/18/2011)-device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.